Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose was 600 mg/dl at the time of the incident. The customer¿s other blood glucose was 444 mg/dl. The customer needed assistance with inserting infusion set as they could not see any drops at the end of the tubing. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.